Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.00x15 xience alpine referenced is filed under separate a medwatch report number.

Event description:
It was reported that a 2.25x28mm xience alpine stent delivery system (sds) failed to cross the circumflex (cx) coronary artery, moderately calcified lesion. During device removal, resistance was met. The stent struts had flared and caught the guideliner. All was removed as a single unit. Nothing was left in the anatomy. Following, a 3.0x15mm xience alpine sds crossed the proximal lad, moderately calcified lesion. The stent was deployed, and was well apposed to the proximal lad lesion, however, part of the stent struts were in the left main (lm) coronary artery lesion. Balloon dilatation was performed in the mid lad with an unspecified balloon. During removal, the dilatation device caught the 3.0x15mm xience alpine stent struts, in the lm, explanting the stent. The explanted stent was retracted with the dilatation device into the guide catheter. All was removed as a single unit. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the device could not be replicated due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.